Event description:
It was reported that approximately six weeks post implant of the implantable pulse generator (ipg) system, the patient had poor wound growth, an infection, the wound was debrided and the system explanted. The organism was not known. A new ipg system was implanted on the contralateral side. The patient remained in the hospital, received wound care and multiple debridement¿s. Approximately three weeks post device system replacement, the patient had a sudden respiratory arrest. Resuscitation efforts were attempted but were unsuccessful and the patient died.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.